Event description:
The patient claimed that the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. Visual inspection confirmed a cracked battery compartment. The keypad appears to be intact no lifting or peeling observed. The pump booted with audible tones and displays a dim reddish screen. The "ok and contrast" keypad buttons are intermittently responding to user inputs during testing the "up and down" keypad buttons requires excessive force to activate during testing. The keypad was removed for further investigation. Observed the "up/down/ok and contrast" key contacts intermittently spring back when pressed. Evidence of keypad adhesive found under all key contacts. The display cover was opened to remove the display flex and install the test display flex. The pump booted with normal colors and displays the verify screen using the test display flex.